Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/11/2014 with the following results: black box shows ¿loss of prime¿ due to low non-zero force . No ¿loss of prime¿ was duplicated during the investigation, force sensor calibration reading is below specification: force sensor resistance is within specification. No contamination or intermittent condition was found to the force sensor plate and flex.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 submitted 7/24/2014. (B)(6).